Event description:
Patient reported right side deflation. Healthcare professional additionally reports right side "rupture" of a saline device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, white particles in the shell, delamination of valve (80%). A leak test and microscopic analysis was performed which identified total delamination of diapherm flange disk (80%) assessed as adhesive failure. Based on the device analysis the final assessment is delamination of diapherm flange disk assessed as adhesive failure.

Event description:
Healthcare professional additionally reports right side "rupture" of a saline device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient representative reported right side deflation. Device remains implanted.